Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for treatment of tourette syndrome. Other applicable components are: product ID: 3389, implanted: (B)(6) 2011, product type: lead.

Event description:
Hauseux, p.a., cyprien, f., cif, l., gonzalez, v., boulenger, j-p., coubes, p., capdevielle, d. Long-term follow-up of pallidal deep brain stimulation in teenagers with refractory tourette syndrome and comorbid psychiatric disorders: about three cases. European journal of paediatric neurology: ejpn: official journal of the european paediatric neurology society. 2016. 1090 (1-4). Doi: 10.1016/j.ejpn.2016.06.005. Summary: the aim of the study was to assess the long-term risk-benefit ratio of pallidal deep brain stimulation (dbs) for young patients with refractory tourette syndrome (ts) and severe comorbid psychiatric disorders. Reported events: one (B)(6) male patient underwent bilateral posteroventral globus pallidus internus (gpi) and anteromedial gpi deep brain stimulation (dbs) in (B)(6) 2011 for treatment of refractory tourette syndrome (ts) with attention-deficit hyperactivity disorder (adhd) and impulse control disorder (ICD); the patient underwent a replacement of the bilateral ins' in (B)(6) 2014. Postoperative MRI checked electrode position. Recently, dysfunction of a contact of the left posteroventral gpi electrode led to asymmetric dbs that could have induced recurrence of severe phonic tics. It was noted that he was integrated into high school and the patient reported better quality of life or greater social inclusion since dbs. Gilles de la tourette-quality of life scale (gts-qol) score was moderate. The following device specifics were provided in the article: lead model 3389; implantable neurostimulator kinetra model 7428; implantable neurostimulator activa pc model 37601

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.